Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable investigation result of cutting wire broken. Block h11: investigation results: the returned microknife xl was analyzed, and a visual and microscopic inspection found that the distal section of the working length (tip) was cut off. The device was actuated and the needle was not able to extend. The device was dissembled and was observed that the cutting wire was broken, consequently, the needle was unable to extend. No other problems with the device were noted. The results of the analysis performed on the returned device found that the cutting wire was broken and blackened. Based on this condition it can be determined that current was applied to the device. It is likely that the technique used, the patient anatomy, interaction with the scope or additional devices, also if it was exceeded the maximum of voltage or if the cutting wire was not in constant motion; therefore, these procedural factors could have contributed to the broken wire leading to an extension issue as well due to the missing broken section. The investigation findings and all information available concludes the most probable root cause is an adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a microknife xl was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the procedure, the knife was not displayed. The procedure was completed with different device. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation finding of device cutting wire broken. Please see block h11 for full investigation details.